Event description:
Customer was looking to place a 2-lumen catheter in the patient and when they opened the insertion tray, there was a 1-lumen catheter instead. The user gained access and when went to trim the PICC noticed it was a single lumen 50cm PICC. A new kit was obtained for use. The patient had the single lumen microintoducer in place, so had to do a full exchange. No patient harm was reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer was looking to place a 2-lumen catheter in the patient and when they opened the insertion tray, there was a 1-lumen catheter instead. The user gained access and when went to trim the PICC noticed it was a single lumen 50cm PICC. A new kit was obtained for use. The patient had the single lumen microintoducer in place, so had to do a full exchange. No patient harm was reported.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.